Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® tapered implant 3.25 x 10mm (nt3210) was returned for investigation. Visual inspection of the as returned product identified signs of use, dried bone, wear along the external hex/collar, damaged threads from removal but no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the devices & events. The reported devices were measured with calipers and were each verified to match their respective specifications. No pre-existing conditions were noted on the per, the patient had moderate (type ii) bone density. The reported devices were located on unknown teeth and were used for 2 years 6 months. The customer did not provide pictures or x-ray images. Device history record (DHR) reviews were completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.

Event description:
No further event information is avaliable at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant was removed due to peri-implantitis.